Manufacturer narrative:
This report is being submitted to correct the date of event field (b3) in section b, adverse event or product problem.

Event description:
It was reported that this brady lead exhibited unsatisfactory threshold outputs. In addition, the patient went to the hospital due to syncope episode. This brady lead was explanted from the left bundle branch placement, replaced with the same model and will not be returned. No additional adverse patient effects were reported. Additional information indicated that the patient had sepsis resulting to the whole system being removed. Relating to the syncope episode, the patient fell and was grabbed at the right arm unknowingly and the defibrillation went off. The boston scientific technical services consultant explained that variations in device readings are normal due to placement location and the time required for system stabilization and advised the caller to rely on their own healthcare team to interpret the data.

Event description:
It was reported that this brady lead exhibited unsatisfactory threshold outputs. In addition, the patient went to the hospital due to syncope episode. This brady lead was explanted from the left bundle branch placement, replaced with the same model and will not be returned. No additional adverse patient effects were reported.